Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the patient's pacemaker exhibited an erroneous message and reverted to nominal settings following diathermy. The device was reprogrammed to desired settings. No adverse consequences were reported.